Manufacturer narrative:
The cause of the discrepant biased low pt-inr patient results is user error. The event occured after a calibration event in which the operator input an incorrect mean normal prothrombin time (mnpt) on the system. A siemens technical assistance representative visited the site and reinforced the process with the customer and confirmed that the correct settings were put in place. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant low prothrombin time (pt-inr) patient results were obtained on the bcs xp instrument during a period in which an incorrect mean normal prothrombin time (mnpt) value had been input into the pt innovin reagent settings. Patient results were reported to physicians during the period of incorrect mnpt input. The issue was detected during investigation of the low bias by the laboratory. There is no indication that patient treatment or diagnosis was altered due to the discrepant low pt-inr results. There was no report of adverse health consequences as a result of the discrepant low pt-inr results.